Event description:
First pb performed without issues; only poor image resolution noted. Second pb attempted post intervention, pb failed giving user error code. Lad vessel; no tortuosity or sever calcium noted. Incident reported by physician and lab tech to (B)(6) when present in lab.

Manufacturer narrative:
The logs indicated the pim jaws opened and showed signs of rotational instability. There were also signs of fiber stretching, causing red frames. Findings from the log review are consistent with excessive friction leading to catheter failure. The complaint is confirmed.